Event description:
It was reported that during attempted implanted, the lead had a sensing difficulty and had a kink in it. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and he helix was distorted/bent. There was blood in/on the helix mechanism and sleeve head, as well as implant damage.